Event description:
Medtronic received information regarding an imaging system. It was reported that the handswitch 3d button was not working. The was able to get the 2d to work every time. The site switched to the foot pedal and it was able to complete a 3d spin. There was no patient impact reported. Additional information was received. It was reported that posterior c2-7 lami <(>&<)> fusion/l1-s1 lami with l4-5 discectomy and l5-s1 discectomy. There was a slight delay and no impact on patient outcome.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000194 h3: a medtronic representative went to the site to test the equipment. The manufacturer representative (rep) replaced the x-ray hand switch. The imaging system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned handswitch. The issue was unable to be confirmed in testing. It was installed into a test system and the system functioned as intended. No faults or failures were found. H6: b01, c07 and d02 apply to the system checkout. B01, c19 and d14 apply to the handswitch concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.